Manufacturer narrative:
The thoracic grasper instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
The thoracic grasper instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the distal end of the instrument's main tube had a 0.0455 long section with material removed on one side of the tube. The damaged area was parallel to the tube axis and had a rough surface finish. The wear pattern was consistent with the cannula related tube abrasions. No other damage was found.

Event description:
It was reported that during a da vinci surgical procedure, the thoracic grasper instrument shaft got scratched up by the cannula. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.